Event description:
During an in clinic follow up, noise resulting in oversensing and under-sensing was observed on the right ventricular (rv) channel of the device. No intervention has been performed. The patient was stable.